Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Mangano ft, menendez ja, habrock t et al. Early programmable valve malfunctions in pediatric hydrocephalus. J neurosurg 2005 december; 103(6 suppl): 501-7.

Event description:
The reviewed literature article contained a study of 191 subjects with 208 csf shunts. The shunts consisted of unspecified medtronic strata-type valves, ultra-small low-pressure valves, ultra-small medium-pressure valves, small low-pressure valves, small medium-pressure vales, small high-pressure valves, regular-sized medium-pressure valves, competitor valves, and unknown catheters. The source literature reported the following events: 33 surgical revisions due to proximal malfunction, 9 surgical revisions due to valve malfunction, 6 surgical revisions due to distal malfunction, 4 surgical revisions due to infection, and 1 surgical revision due to distal catheter disconnection.